Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead could not obtain the ideal pacing pattern and it was very easy to dislodge after barely being placed. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.